Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for osteolysis. Osteolysis was confirmed via x-ray/MRI and showed reabsorption of the calcar and greater torch. Metal liners and femoral head were exchanged for poly liner and ceramic head. All components were well fixed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised for osteolysis. Osteolysis was confirmed via x-ray/MRI and showed reabsorption of the calcar and greater troch. Metal liners and femoral head were exchanged for poly liner and ceramic head. All components were well fixed. Update 6/13/2016- litigation received. Litigation alleges the patient suffers from pain. General litigation alleges metal on metal complications.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Patient was revised for osteolysis. Osteolysis was confirmed via x-ray/MRI and showed reabsorption of the calcar and greater troch. Metal liners and femoral head were exchanged for poly liner and ceramic head. All components were well fixed. (B)(4). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).